Manufacturer narrative:
Exact date unknown, event occurred three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 13648498.

Event description:
It was reported that the patients ipg was non-functional. It was also noted that the patient has not been able to recharge the device for two years. The patient underwent a replacement procedure wherein a full body MRI system was implanted. The patient was doing well postoperatively. The explanted device components will not be returned.